Manufacturer narrative:
Additional information has been provided in d.9., d.10., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. An iol (intraocular lens) segment is observed in the nozzle tip. The plunger has been advanced outside of the device and has advanced under the iol segment. The remaining iol is not returned. The complainant indicates the use of non company viscoelastic, which is not qualified to be used with the associated product. The returned photos show an activated preloaded device. The plunger is advanced outside of the nozzle tip and appears to be advanced under the iol. The iol is partially advanced outside of the nozzle tip. Plunger underride was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during insertion lens did not fully exit the injector. Additional information has been requested.